Event description:
The manufacturer received information from a third party service center alleging an issue with a ventilator's remote alarm connector. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure related to the remote alarm connector was observed. The device's interface board will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.